Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was leaking between the temperature sensing foley catheter and the tamper evident seal. Urine was leaking on floor.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted packaging for a urine meter foley tray system. Visual inspection of the one-photo sample noted that due to the poor condition of the photo sample the reported failure could not be evaluated therefore this investigation is considered inconclusive. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. This preconnected closed system foley tray contains: ¿ lubri-sil® i.c. All-silicone 400-series temperature-sensing anti-microbial foley catheter. ¿ statlock® foley stabilization device. ¿ anti-microbial control-fittm outlet device. ¿ 350 ml urine meter. ¿ bacteriostatic drainage tube. Bacteriostatic collection bag (2500 ml) 3 foam swabs povidone-lodine packet+. ¿ peri-care kit - soap towelettes / hand sanitizer. Ez-loktm needleless urine sample port / lubricating jelly syringe / 10cc syringe of sterile water / underpad / fenestrated drape / gloves / string hanger / sheeting clip / specimen container with label. Warning: do not use if allergic to iodine. Store at room temperature. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Bard, complete care, control-fit, ez-lok, lubri-sil, statlock, and surestep are trademarks and/or registered trademarks of c. R. Bard, inc. *bacti-guard is a registered trademark of bactiguard ab. Bacti-guard silver alloy coating is licensed from bactiguard ab. Correction: d, e, g, h. Upon further review, bd has determined that this MDR is not reportable. This report is being submitted as additional information. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was leaking between the temperature sensing foley catheter and the tamper evident seal. Urine was leaking on floor. Per customer via email on 07mar2025, it was reported that:" unfortunately I do not have the foley catheter or drainage system to return for evaluation. There was no injury to the patient, however they did require a second catheter insertion as the team was unsure if the leak was originating from the catheter or drainage system.